Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for st segment elevation were found in this lot. The device was returned and was found to have hub rotator damage and was unable to produce an image during functional testing due to electrical open at distal which were unrelated to the reported st segment elevation event. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: "do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. "If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the information, there is no indication that the reported patient st elevation is related to a product specification nonconformance or misuse. Additionally, the device labeling states "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. The reported st segment elevations, which can be the result of any vessel catheterization, are known and anticipated complications to these types of procedures therefore, anticipated procedural complication was assigned as the root cause of this event.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad). During the pci procedure, the physician used an intravascular ultrasound (ivus) catheter for investigating the patient's lesion. The lesion was tortuous, 80% stenosed and no calcification. During the procedure the physician advanced the ivus catheter distal to the lesion, recorded the image and pulled the catheter back. During this time, the patient experienced small sinus tachycardia (sts) upon which the physician decided to remove the catheter from the patient. The patient is reported to be in "great" condition.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad). During the pci procedure, the physician used an intravascular ultrasound (ivus) catheter for investigating the patient's lesion. The lesion was tortuous, 80% stenosed and no calcification. During the procedure the physician advanced the ivus catheter distal to the lesion, recorded the image and pulled the catheter back. During this time, the patient experienced small st segment elevation upon which the physician decided to remove the catheter from the patient. The patient is reported to be in "great" condition.

Manufacturer narrative:
St originally noted as sinus tachycardia, corrected to be st segment elevation.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad). During the pci procedure, the physician used an intravascular ultrasound (ivus) catheter for investigating the patient's lesion. The lesion was tortuous, 80% stenosed and no calcification. During the procedure the physician advanced the ivus catheter distal to the lesion, recorded the image and pulled the catheter back. During this time the patient experienced small sinus tachycardia (sts) upon which the physician decided to remove the catheter from the patient. The patient is reported to be in "great" condition.